Manufacturer narrative:
Additional procodes: gff, gfa, hsz, part:310.250, lot: 36p0085, manufacturing site: (B)(4), release to warehouse date: january 22, 2020. A manufacturing record evaluation was performed for the finished device part: 310.250, lot: 36p0085, and no non-conformance's were identified. Visual inspection: the drill bit is in worse condition. The visual inspection of the drill bit has shown that the cutting edges are nicked, deformed, and quite dull/blunt. Further investigation has shown that the golden coating of the shaft surface is grind off as well as some dents are visible. Dimensional inspection: a dimensional test is not appropriate, since all complaint-relevant dimensions can no longer correspond to the valid technical drawings specifications due to the damage incurred. Document/specification review: the manufacturing specification were reviewed, and this lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Summary: the complaint is confirmed as the rill bit is damaged. This production lot (36p0085) was manufactured in january 2020 according to the specification. The parts conformed to dimensional specifications / hardness parameters at the time of manufacturing and passed inspection requirements with no non-conformities reported. There were no issues during the manufacture of this product that would contribute to this complaint condition. Based on these findings, the very used condition, as well as especially dull / deformed cutting parts of the device, a manufacturing related issue can be excluded. We have to assume that an excessive metallic contact caused the damage of the drill bit. Please note; blunt drill bits require more mechanical power during the application which is the most likely reason of the malfunction "vibration / bent" as reported. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation (orif) surgery for distal fibula fractures (left). During the surgery, the drill bit was vibrating. After the surgeon tried to attach or detach the drill bit to the hospital-owned power tool (non-j&j product), he concluded that this event was caused by the power tool. The surgery was successfully completed with less than thirty (30) minutes delay. Patient was stable. Upon manufacturer receipt and investigation, it was determined that the drill bit was in a very used condition as well as especially dull/deformed. This report is for a 2.5mm drill bit. This is report 1 of 1 for (B)(4).